Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the customer's reported concern regarding failed accuracy was unable to be verified. Delivery accuracy test found the pump to be within the control limit specification of +/-3% and well within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.25%). No patient was involved in this event. No adverse effects were reported.